Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Additional, changed, and/or corrected data: a.4, b.5, d.6b, h.6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported a left side seroma. Patient reported a left side seroma. Later, it was reported "increased volume and recurrent seroma on that side. Local pain" confirmed via us. Additionally reported was "collection described... Is one of the alterations that suggests pathology associated with the implants, among which the differential diagnosis includes giant anaplastic cell lymphoma." Histopathological markers cd30+ and alk- have not been received. Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Lymphoma - alcl - suspected- breast: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2458751 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the event of lymphoma - alcl ¿ suspected, seroma and pain were unable to observe since they are medical events. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl ¿ suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported, a left side seroma. Later, it was reported, "increased volume and recurrent seroma on that side local pain" confirmed via us. Device remains implanted.

Event description:
Additionally reported was "collection described... Is one of the alterations that suggests pathology associated with the implants, among which the differential diagnosis includes giant anaplastic cell lymphoma." Histopathological markers cd30+ and alk- have not been received.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side seroma. Patient reported a left side seroma. Later, it was reported "increased volume and recurrent seroma on that side. Local pain" confirmed via us. Additionally reported was "collection described... Is one of the alterations that suggests pathology associated with the implants, among which the differential diagnosis includes giant anaplastic cell lymphoma." Histopathological markers cd30+ and alk- have not been received. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/25/2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a left side seroma. Device remains implanted.